Event description:
It was reported that the customer had issues with inserting sensor. Customer stated they are like fish hooks, didn't go through and caused excessive bleeding. The blood glucose reading was 130mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened/used sensors. Performed a visual inspection and found no bent electrodes; the sensors passed per inspection and no anomaly noted during test. Also performed a visual inspection and checked introducer needles for burrs/hooks and dull needles tip defects. None were found. The introducer needles passed per inspection.